Event description:
Event description boston scientific received information that this implantable right ventricular lead became dislodged. An attempt was made to reposition the lead, however, the shocking coils pulled apart due to tortuous patient anatomy. Then, an attempt was made to implant a different lead, but again was unsuccessful due to an occluded vein. Finally, the device was explanted, as a right sided implant would need to occur in the future.